Manufacturer narrative:
It has been reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with a vaginal extraperitoneal colpopex, posterior colporrhaphy, and cystourethroscopy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04724. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 in order to treat pelvic organ prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring. No additional information was provided. It was reported that the patient underwent mesh revision on (B)(6) 2013. No additional information was provided. (B)(4).